Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient was given bumex with an intended duration of 10 hours. A new bag of the medication was hung and the infusion started at 2245. Upon rounding at 0030, the bag was empty and pump was off. Patient received the medication over 1.5 hours. The continuous infusion was stopped indefinitely while the patients condition was monitored overnight. The patient received frequent monitoring of vital signs and urinary output.

Manufacturer narrative:
Additional information : device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, g, b, c & d codes & manufacturer narrative, a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the patient was given bumex with an intended duration of 10 hours. A new bag of the medication was hung and the infusion started at 2245. Upon rounding at 0030, the bag was empty and pump was off. Patient received the medication over 1.5 hours. The continuous infusion was stopped indefinitely while the patients condition was monitored overnight. The patient received frequent monitoring of vital signs and urinary output.